Event description:
Healthcare professional reported, right side capsular contracture, baker grade IV. And double capsule was observed. And the device was intact. Device has been explanted and replaced with non-allergan brand.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, since it is not related to the device. Double capsule: unable to observe, since it is not related to the device. Additional observations: yellow particles were observed, on the shell. Crease is observed. No further actions are required, since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203, f2201. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. Device evaluation:visual analysis of the photographs identified: ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. ¿ double capsule : unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV, and double capsule was observed and the device was intact. Device has been explanted and replaced with non-allergan brand.